Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v020897, implanted: (B)(6) 2007. Product type: lead: product ID 3037, serial# (B)(4), implanted: (B)(6) 2007. Product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had her device explanted "years ago" because "it wasn't working." If additional information becomes available, a follow-up report will be sent.